Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery. Customer's blood glucose at the time of the incident ranged from 370 to 459 mg/dl. Upon completing troubleshooting, the customer was advised that the recurring no delivery alarms may be due to bent cannula issues on the infusion set. Product is not expected to return.